Manufacturer narrative:
The complaint sample is not available. The product and the lot number involved are unknown. Device history review was unable to be performed since no information was found in the database system with a time frame of three months before of the event date (B)(6) 2017. No information was found this customer related a possible lot number from the product liberty cassette.

Event description:
A clinical educator called and stated that a fluid leak occurred on (B)(6) 2017. The educator stated that after they cancelled treatment while on step 9 of the end of treatment screens when they removed the cassette there was fluid inside the cassette area. Who stated the issue had occurred with a facility cycler and she was not able to recall the patient that was dialyzing at the time of the occurrence. The clinical educator stated fluid was observed leaking from the cassette door when attempting to remove the cassette at the end of treatment. The clinical educator stated the issue occurred at the facility clinic and confirmed the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak, and no prophylactic medication was provided. The sample had been discarded and was no longer available for evaluation. The lot and product numbers were unknown.